Manufacturer narrative:
The pump, s/n: (B)(4), was received and evaluated. During evaluation it was noticed that the ultrasonic, gearbox, encoder and rotor assembly were damaged. The parts were replaced and the pump is functioning as intended. The service history record was reviewed and this device was manufactured in 2015. This is the second time this device has been returned for service. The device was functional at the time of the last release on 1/3/2018. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device had a problem of overfeeding.